Manufacturer narrative:
The following products were used in the surgery: (product ID: 9392225, lot#um12m200) and (product ID: g75446545, lot#h13b2229). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at t11-l4. Post-operatively, l5 vertebral body collapsed , so posterior lumbar interbody fusion was performed at l5/s. Fixation range was extended to s2ai. No malfunction with the t2 implant and the screw. Though the vertebral collapse was not directly related to the product, it was considered that because the fixation was performed at t11-l4, the load was applied to the l5 vertebral body and the vertebral body collapsed.